Event description:
It was reported that the patient underwent a revision procedure due to cylinder leak with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and anew ipp cylinder, pump, and reservoir was implanted. Additional information was reported that the fluid loss was due to a hole in the cylinder, the patient experienced the device stopped inflating, and the patient is healing following the procedure.

Event description:
It was reported that the patient underwent a revision procedure due to cylinder leak with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and anew ipp cylinder, pump, and reservoir was implanted. Additional information was reported that the fluid loss was due to a hole in the cylinder, the patient experienced the device stopped inflating, and the patient is healing following the procedure.

Manufacturer narrative:
Device analysis: product analysis confirmed a fluid leak consistent with damage from a needle. Based on the information provided, the device was alleged to have been implanted in (B)(6) 2019. It is unlikely that sharp instrument damage was done during the implantation procedure and based on the reported events the damage was present prior to the explant procedure. Therefore, it is most likely that the sharp instrument damage was a result of unintentional error by the patient. The investigation conclusion code of unintended use error caused or contributed to event was chosen based on the identification of sharp instrument damage that is consistent with unintentional damage caused by the user. Based on the results of this investigation, no escalation is required.